Manufacturer narrative:
Evaluation and investigation of the knee joint showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
The patient fell down and fractured femur.